Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board and power management board were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the oxygen blending module board, sensor board and power management board. The oxygen blending module board, sensor board and power management board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the sensor board failing was due to flow sensor (mt5) being out of tolerance. The oxygen blending module board was evaluated and the root cause of the oxygen blending module board failing was due to pressure sensor (u24) being out of tolerance. The power management board was evaluated and was found to operate to design specifications. The device's flow sensor assembly was also returned to the manufacturer's quality assurance laboratory for further evaluation. The root cause of the flow sensor assembly failing was due to contamination.